Event description:
The customer reported a ventilator experienced a backup alarm failed had sounded just before the unit was used for a patient and that the unit had been replaced with another v60. The unit kept operating when the alarm occurred. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was neither delay in therapy nor medical intervention reported other than the ventilator swap due to the event above. The device was evaluated by the customer and a philips remote service engineer (rse).

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Manufacturer narrative:
H10: the device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that the issue was confirmed via the 1104 error code indicating an back up alarm failure. However, the reported issue could not be duplicated.

Manufacturer narrative:
H10: periodic maintenance 2 was performed. The following parts were replaced to prevent failure in accordance with the maintenance procedure: lithium-ion battery, pm kit 2 (oxygen inlet filter, inlet air filter, cooling fan filter, blower assembly, cooling fan, tubing kit). "Check vent: backup alarm failed" alarm (diagnosis code 1104) was observed to have occurred. The central processing unit (cpu) board was replaced and the issue was resolved. No other anomaly was observed. Overall checks, cleaning, a test run and a function test were performed.

Manufacturer narrative:
H10: the removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the system cpu pcba into a pil v60 standard test bed (stb) for testing. The technician verified multiple occurrences of the error code for backup alarm failed in the device error logs. The pil technician reported neither the occurrence nor the error code e1104 could be duplicated at the product investigation lab during the boot up of the cpu pcba or standard test bed operation using the cpu pcba. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passed all engineering testing and all voltages required for the proper operation of the system are well within specification. Ls1 (secondary speaker) resistance has been measured showing a solid 398k ohms, verifying that ls1 is not shorted or open. The technician verified that ls1 functions with as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. The customer complaint has resulted in no problem found. Furthermore, review of the device error log confirms the issue occurred during power on self-test (post).